Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: explantation date. New information does not change the investigation-results of this incident, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No changes to event description.

Manufacturer narrative:
Concomitant medical products: item# 01.00214.152, lot# unknown, durom us acet cmpnt 52/46 l. Item# 01.00181.460, lot# unknown, metasul ldhâ, head, 46, code l, taper 18/20. Item# 01.00185.xxx, lot# unknown, metasul ldhâ, head adapter. Device evaluated by MFR: the device remain implanted. DHR review: device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Event description: patient being monitored due to pain, pseudotumor. A revision was scheduled. Review of received data: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprosthesis. Device analysis: the device remain implanted at the time of this report. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. A notification was implemented in july 2008. Zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that patient experienced pain approximately 11 years post implantation and was monitored. MRI showed 3 pseudotumors surrounding the implant. A revision has been scheduled.